Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly has less insulin after the patient performed the load step. At the time of concern, the subject pump did not prompted a "no cartridge detected" warning. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated there was "no loss of prime" or zero force loss warnings. During evaluation, an "ezprime" test was performed with no "load step malfunction" occurring. The pump was found to recognize the cartridge and did not push fluid out during "load" step. The force sensor was found to pass calibration. The pump was opened and an intermittent force sensor connection was found. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.